Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced worsening symptoms and discovered that the therapy was turned off. The patient didn't remember turning therapy off, so they weren't sure how that happened. They attempted to reactivate it but faced difficulty as they couldn't open their eyes enough to read clearly. A 'not found' screen appeared during a call for assistance, and the patient did not have the communicator available. The patient planned to call back for further assistance once they had all the necessary external equipment.